Event description:
Inbound. Patient reported no disposable alarm on veletri cadd legacy pump 427560 with cadd cassette 4220000, expiration: november 20, 2026, placed new cassette. Pump still would not run. Placed cassette on back up pump. Back up pump running with occasional beep. Reviewed troubleshooting. Patient denied any symptom. Pump replaced. No further details provided.